Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in connecting tube. There was no patient involvement.